Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
Correction: e1: the correct facility name should be (B)(6).